Event description:
It was reported on (B)(6) 2024, a patient presented with functional mitral regurgitation grade 4 for a mitraclip procedure. The clip and steerable guide catheter were both prepared per IFU. Both grippers were able to actuate during device preparation. During the procedure the clip was positioned over the mitral valve and opened. Upon gripper testing, it was noted that the tactile gripper did not move. Troubleshooting steps were performed to remove tension from the system. The gripper still did not move. The clip was removed from patient and tested. Outside of the patient the gripper still did not move. A new clip was opened and implanted. Mr was reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue: single was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or closely associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.